Event description:
It was reported that one day post implant a hematoma at the incision site was noted and required draining. It was further reported that the patient developed a fever and required antibiotic treatment. The device remains in use. It was also noted that the patient is enrolled in the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).